Event description:
It was reported that during a da vinci-assisted appendectomy procedure, the sureform 30 stapler instrument fired a white reload on the appendix and created an incomplete staple line. The surgeon reported that there were no error messages or complications during this reload fire, but when the surgeon unclamped and examined the staple line, they realized there was a gap and missing staples. The staple line was sutured/oversewn, and the procedure was continued without further complications. The surgeon reported patient was doing well after the procedure.

Manufacturer narrative:
The sureform 30 white reload was not received for failure analysis investigations. The stapler logs for this procedure were reviewed. The logs show the sureform 30 stapler instrument was installed on the system 1 time and fired 1 white reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs. The logs for this procedure indicate that the only sureform 30 reload fired was a white reload, but the reload color is not confirmed by the customer.